Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable component is: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for complex reg pain syndrome type ii and spinal pain. It was reported that the patient never had therapeutic effect with the permanent system. The trial worked great, but the permanent system just turned the pain into a tingly feeling instead of actually relieving the pain. The patient only used stimulation when the pain would get really bad. The patient was re-programmed 2 or 3 times within the first 3 months of being implanted, but it did not help. It was also noted that the leads moved, and afterwards the patient could only feel stimulation when looking up. The ins was re-programmed in an attempt to mitigate the lead movement and resulting stimulation change, but it was not effective.